Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited high pacing impedance and noise-oversensing which resulted in inappropriate mode switch and pacing inhibition. The pacemaker was not used and replaced during the procedure on (B)(6) 2024. There were no patient consequences.